Event description:
Boston scientific received information that this right ventricular lead has displayed variable impedances over the past year, up to 120 ohms. Recently, out of range levels may have been detected a month after the initial allegation, however this could not be confirmed by the field representative and no details could be obtained. Due to the ongoing high shock impedance levels the issue was addressed by defibrillation testing. The lead configuration was reprogrammed without the proximal coil, and testing was satisfactory per the physician. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.